Manufacturer narrative:
Sharp edges on footboard.

Event description:
It was reported by service report that the head right corner of the bed sits lower than the rest of the litter surface and foot board wood is splitting, exposing the sharp edges.